Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 1 was failed. A field service engineer (fse) found that door was failed, so the fse cleaned the latch, then greased and tested in hard testing application in which all the tests were passed. Customer recovered the door that was not working on detox station. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed, unable to recover the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.